Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)

Event description:
It was reported that during an attempted implant, when the lead was screwed into the device, the physician noted there was not a "click" sound. The physician attempted to screw the lead again, but to no avail. The device was removed and replaced with no further issues. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found. The returned device indicated a damaged grommet and a missing setscrew.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.